Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during routine clinic follow up, patient presented with high out of range impedance on both lv and rv lead. The patient also experienced increased thresholds on rv lead. The patient is stable.

Event description:
New information notes that on (B)(6)2018, the leads were explanted and replaced. The patient condition was stable. The leads were damaged during extraction and will not be returned.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The portion of the lead returned was otherwise normal.